Event description:
The complaint is reported as: "involving a 16-day-old baby with a 2 lumen cvc inserted (B)(6) 2020. A leak of parenteral nutrition was observed at the level of the puncture point under the bandage at around 6pm on 29 oct 2020. The bandage was redone and rinsed with physiological serum. As the leak was still present, it was decided to remove this catheter after medical agreement. The issue was solved by using a peripheral venous catheter. A first incident had already occurred on (B)(6) 2020 with the same catheter reference and had been inserted on (B)(6) 2020 in the surgery room (lot number unknown)." There was no patient harm or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(6) the customer returned one 2-lumen cvc for evaluation. Visual examination did not reveal any defects or anomalies. The total length of the catheter body measured to be 2.09" which is within specifications of 1.78-2.19" per product drawing. Functional testing was performed by connecting the extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 300 kpa for 30 sec when tested per bs en iso 1055-1 annex c (per amrq-000071). The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter while testing. The catheter was flushed using a water-filled lab inventory syringe. No blockages were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of a catheter leak could not be confirmed based on complaint investigation of the returned sample. The returned catheter passed all relevant visual, dimensional, and functional testing, and a device history record review was performed based on sales history with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "involving a (B)(6) old baby with a 2 lumen cvc inserted (B)(6) 2020. A leak of parenteral nutrition was observed at the level of the puncture point under the bandage at around 6pm on (B)(6) 2020. The bandage was redone and rinsed with physiological serum. As the leak was still present, it was decided to remove this catheter after medical agreement. The issue was solved by using a peripheral venous catheter. A first incident had already occurred on (B)(6) 2020 with the same catheter reference and had been inserted on (B)(6) 2020 in the surgery room (lot number unknown)." There was no patient harm or consequence reported. The patient's condition is reported as fine.